Event description:
Vomiting [vomiting], severe diarrhea [diarrhea]. Case description: spontaneous report was received on (B)(6) 2012 from consumer regarding a female pt with unk initials. The pt's medical history was not provided. On an unspecified date, the pt initiated treatment with synvisc (hylan g-f 20) injection at a dose of 2 ml. The product lot number was not provided. On an unspecified date, the pt experienced vomiting and severe diarrhea and was hospitalized. The action taken with synvisc treatment was not provided. The outcome for the events of vomiting and severe diarrhea was not provided. Concomitant medications were not provided. The intensity for the event of vomiting was not provided and the intensity of severe diarrhea was severe.

Manufacturer narrative:
Eval summary: the qa (qa) investigation results were received on (B)(6) 2012. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.